Manufacturer narrative:
On 23-jan-2024, additional information was received and it was confirmed that the product¿s lot number is 31138406l. Therefore, d4.lot has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4)on (B)(6)2024, during an internal review, it was noted that the device return documentation should have been included on the previous 3500a follow up report mwr-17022024-0001575891. Therefore, section d9 has been updated on this report with a device return date of 23-jan-2024.

Manufacturer narrative:
On 21-mar-2024, additional information was received which indicated that the wrong catheter was sent in and that it does not belong to this complaint file, nor does it belong to any other complaint file. Therefore, the device investigation has been completed which included performing a manufacturing record evaluation (mre). A manufacturing record evaluation was performed for the finished device number lot 31138406l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure using a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced pericardial effusion that required pericardiocentesis. Pericardial effusion was confirmed with routine check on ultrasound. Patient was stable post pericardiocentesis. Patient fully recovered. The physician¿s opinion on the cause of adverse event is unknown. Transseptal puncture was performed. There was no evidence of steam pop. Full pulmonary vein isolataion (pvi) and cavotricuspid isthmus (cti) were performed prior to noting the pericardial effusion. No errors were displayed on the pump. It is unknown if the pump shifted from low to high flow during ablation.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).